Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her neurostimulator explanted. It was noted that the pt was "allergic to the components and kept running a 104 degree temperature". When the physician removed the device it was observed that there was "pus on the inside where the device was". After the explantation of the device, the infection cleared up and the pt had no residual problems. It was noted that the device was helping the pt with her pain while it was implanted.